Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the average tortuous, moderately calcified and 90% stenotic mid right coronary artery. The physician first deployed a 4.0x20mm liberte stent and then advanced the 5.0x8mm quantum maverick balloon to the stent and inflated it to 16atms for five to ten seconds on the first inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was completed with this balloon. Pt status is listed as "good''.

Manufacturer narrative:
Device eval: the device was disposed of by the hospital; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The root cause of this defect is due to a limitation of the design of the product.